Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support the patient experienced a loss of pulses in the lower limb of the impella side. A reperfusion sheath was inserted with some flow restored to the leg. The physician then performed a femoral to femoral bypass to resolve the limb ischemia. Also, while on impella cp support the patient was positive for heparin induced thrombocytopenia (hit). Heparin was discontinued in the purge solution to resolve the hit. The patient remained on impella support and was successfully weaned.